Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was inappropriately pacing and had dislodged. It was also reported that there was tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysis indicated that blood and issue/fibrotic growth on the helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.